Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the provided pictures identified sign of use and side was fractured. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. Complaint is confirmed based on the picture provided. The root cause of the reported issue is attributed wear and tear from repeated use. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It as reported the poly trial fractured during the procedure. No pieces fell into the patient. No patient impact or harm.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.